Event description:
The pt reported that pressing the "up," "down, " and "ok" buttons did not activate pump functions. He says that the issue was getting progressively worse and the buttons do not click. He denies that the keypad was peeling or otherwise visibly damaged.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.